Manufacturer narrative:
The insulin pump was monitored for several days and no missing segment or partial display noted. The insulin pump has normal operating currents. The insulin pump was received with intermittent button response due to corroded keypad traces. No continue noise, no vibrating nonstop and no black bar on the screen during testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a partial display. Customer's blood glucose level at the time 105 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.